Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: 350cc smooth mentor memorygel breast implant, catalog # 3507350bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with an unknown mentor gel breast implant has experienced postoperative right-sided rupture. Rupture was discovered when patient had a routine mammogram performed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional info regarding the suspect medical device: 350cc textured mentor memorygel breast implant, catalog # 3543507, lot # 79119. Date of implantation has been updated to (B)(6) 1994. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, manufacturing date (B)(6) 1993 and expiration date (B)(6) 1998 were added. Manufacturer¿s reference number: (B)(4).